Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was unknown. Customer stated that insulin pump was dropped and did not turn on. The device will not be returned for analysis.

Manufacturer narrative:
To inform that brand name and common device name was incorrect with the initial report. The correct information has been provided with this report.